Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not aspirate. The screw-threads of the handpiece did not allow to screw thoroughly the end piece. Additional information was requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the handpiece did not aspirate at the beginning of surgery. The handpiece has passed the prime/tune test. The case was completed using an alternate handpiece. There was no consequence for a patient.

Manufacturer narrative:
Additional information has been provided. The phacoemulsification handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).